Event description:
The customer reported that during a patient procedure, using a glidescope spectrum single-use lopro s3, the image "blacked out" with lines across the connected monitor screen. The doctor unplugged / replugged the glidescope spectrum single-use lopro s3 from the connected glidescope core smart cable but the same reported "blacked out" image with lines across the connected monitor screen continued to appear. The procedure was completed using an unspecified model backup device, which was made available in a few minutes. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope spectrum single-use lopro s3 was returned to verathon for evaluation along with the glidescope core 15-inch monitor and the glidescope core smart cable used during the reported procedure. A verathon technical service representative evaluated the returned devices but was unable to confirm the reported image issues. When connecting the returned glidescope core smart cable and glidescope core 15-inch monitor to a known, good, test, single-use video laryngoscope, the image was normal. The verathon technical service representative proceeded to disconnect/reconnect the test single-use video laryngoscope multiple times without any issues found. The verathon technical service representative next connected the customer's glidescope spectrum single-use lopro s3 to their returned smart cable and monitor. They repeated the same disconnecting/reconnecting steps multiple times to the customer's returned single-use video laryngoscope without any issues found. The camera image quality test was performed and passed for all the customer's devices returned for evaluation. Upon completion of the evaluation the verathon technical service representative sent the returned devices to verathon medical ulc office to be further evaluated by a verathon sustaining engineer representative. The devices were evaluated by a verathon sustaining engineer, and they were also unable to duplicate the reported issue. They repeated similar testing methods already conducted by the verathon technical services representative and confirmed the customer's devices were all working as intended. At this time no further investigation is needed. Verathon continues to monitor for any ongoing trends.